Event description:
Customer contacted philips with question regarding AED voice prompts. Review of issue indicated attempted resuscitation attempt, subject was not resuscitated. (B)(4).

Manufacturer narrative:
Method - ECG associated with incident reviewed. Results - artifact detected; poor electrode contact detected. Conclusion: incident is being reported as it cannot be conclusively stated that device did not contribute to outcome.